Event description:
The customer rejected the use of clinical chemistry alkaline phosphatase reagent lot 62474un10 due to fungal growth, darkened reagent color, and particulates in random reagent cartridges. The affected reagent was not used on any analyzer in the lab and was held back from being implemented for clinical use. The customer was sent replacement reagents. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.